Manufacturer narrative:
(B)(4). Visual inspection was performed with naked eye and magnification with issues noted: loose particulate matter inside of the fluid path (white residue inside of tubing). Fourier transform infrared spectroscopy (ft-ir) identified the particulate matter as a mixture of calcium carbonate and calcium stearate. Functional testing, leak testing, clear passage test, and clamp function test were performed and were found to be within specification. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set had particulate matter inside the tube (inside tube looks white milky color). There was no patient injury or medical intervention associated with this event. No additional information is available.